Event description:
It was reported a thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. After deploying the closure device and confirming stability with a tug test, a clot immediately formed on the core wire, which was detected on transesophageal echocardiography (tee). The physician and the echocardiographer discussed next steps. Given the risks associated with recapturing the closure device, the physician evaluated whether it was safe to leave the device in place. Although not ideal, the closure device met the criteria to remain. The physician then decided to aspirate through the watchman delivery system using a 50cc syringe. This successfully removed the clot from the core wire. A thorough tee assessment confirmed no residual clot. The closure device was released, and the procedure concluded. Post-procedure, the patient awoke with a mild headache, prompting an urgent computed tomography (CT) scan which returned negative. There were no further complications and the patient was discharged.